Event description:
The dealer states, the caster was almost touching the lower link and they looked and the walking beam was broke at the weld. The dealer states that he believes the customer ran into something pretty hard and the caster was also damaged.